Event description:
The reporter stated the surgeon inserted a micl 13.2 mm implantable collamer lens upside down in the pt's left eye. The lens did not unfold properly once it was in the eye. As the surgeon attempted to unfold the lens by pushing it open and using more viscoelastic, the lens flipped. The lens was removed with no pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
Method - lens work order search. Result - visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4)